Event description:
On (B)(6) 2019 a pt with critical as was taken to the cath lab s/p cardiac arrest and ECMO placement for right heart cath, and placement of arterial line, swan-ganz (sg) catheter, and retrograde reperfusion cannulas. Advancement of the sg microwire was a bit difficult and faced with resistance. The wire was drawn back and able to be pulled out of the needle but it came out frayed. At that point the decision was made to withdraw the remaining wire and needle in one fashion. Consultation with interventional cardiology, critical care physician and interventional radiology, and cardiothoracic surgery occurred. It was determined that this was a short tip of the platinum wire in the venous system and that at the current state given the pt's cardiogenic shock, ECMO status, that no further intervention would be done at that time.